Event description:
The ligasure atlas device was used to clamp and seal the pedicles. Each pedicle was doubly clamped and sealed. In spite of this, bleeding was noted from every pedicle made using the ligasure. This necessitated eventually changing to clamping and suturing the pedicles and abandoning the use of the ligasure atlas device. Adequate hemostasis was noted after suturing the pedicles. The patient was taken to the recovery room in satisfactory condition. Estimated blood loss 100 ml. Complications: none.